Manufacturer narrative:
Approximate age of device ¿ 2 years, 9 months. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient experienced pump stoppages while at home with the system controller connected to battery power. The patient was reportedly asymptomatic. The patient was admitted to the hospital for evaluation on (B)(6) 2016. An echocardiogram showed normal values. A small cut was noted in the silicone jacket of the driveline. The system controller was exchanged and a 24-hour observation was performed without any issues; therefore, the patient was discharged home. On (B)(6) 2016, the patient returned to the outpatient clinic for a follow-up visit and pump stoppages were again noticed in the device history. On (B)(6) 2016, the manufacturer's technical services representative performed a driveline evaluation. The driveline was found to be in excellent condition for the length of use since implant and well cared for by the patient. Electrical continuity testing revealed that all wires were intact. The driveline was tested on a grounded power module patient cable and the pump stoppage events could not be replicated. A small cut was noticed in the outer silicone sleeve which was propagated by the technician and used for a visual inspection of the driveline. Nothing untoward was found. The outer silicone jacket cut was repaired using silicone adhesive and rescue tape. Under clinical supervision the patient's thorax was moved in all manageable directions for the patient and no issues were discovered. It was reported that in consultation with the surgical staff, the patient would be monitored more regularly for deterioration of the pump function or changes in the patient's condition. No further information was provided.

Manufacturer narrative:
A specific cause for the reported low speed/pump stoppage events could not be determined as the pump remains in use; however, the reported events were confirmed through the analysis of the submitted log files from the patient's primary and backup system controllers. The information captured in the log files indicate that the patient had an unreported system controller exchange to a backup system controller on (B)(6) 2016 at 10:07. The log file from the patient's primary system controller contained data from (B)(6) 2016 and the log file from the patient's backup system controller contained data from (B)(6) 2016. The log files captured transient low speed/pump stoppage events from (B)(6) 2016. These events occurred while the system was operating on battery power and were associated with low speed advisory and low speed hazard alarms, a single low flow hazard alarm, and significant elevations in pump power up to 27.8 watts. X-ray images of the internal and external portions of the driveline were examined and showed no obvious areas of concern such as bending, twisting, or significant breakdown of the metal braided shield. The patient remains ongoing on lvad support with no further issues reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.